Manufacturer narrative:
The computer and positioning sensor unit (psu) were returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The returned psu had significant dents on both ends of the housing as well as many scuffs. A check of the event log showed many incidents of the illuminator current moving in and out of range. The accuracy assessment kit (aak) test was not able to be performed due to the failure light coming on indicating an illuminator electrical current failure. The reported event was confirmed to be caused by an electrical issue with the psu. Due to the physical condition of the psu, it was not able to be repaired and a replacement psu was sent to the site to resolved the issue.

Event description:
A site operating room (or) representative reported that, while setting-up prior to a procedure, their navigation system camera icon showed a red x when on the instrument screen. When selecting the option camera details, displayed message localizer not connected and the camera had two green status lights with no faults. Re-booting the navigation system restored normal function and the set-up proceeded with no further issues. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement computer shipped to site (B)(4) 2014. Computer and other hardware upgraded. No parts have been returned to manufacturer for analysis. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.